Event description:
Customer alleged that dirt and debris disrupted the charging port. There was no reported impact to the customer's blood glucose level. No action was required as the customer declined a callback.